Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level, value was not provided. Reportedly, the customer bolus and started a temp rate to address high bg. Customer cleared the alarm and resumed insulin delivery.